Event description:
Healthcare professional reported breakage of 6492 temporary pacing wire. The surgeons had broken the monofilament suture. It was felt that the breakage may have been due to the surgeons technique. Also reported that in the same lot of 6492 wires, 2 products were opened and discarded due to "lint" or "fuzz" on the monofilament suture portion of the product. The hospital lost the products therefore no product was returned for analysis.